Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that when priming filter with tpn, tiny black flecks were noted in the filter. These tiny black flecks were localized to the filter only and could not be visualized in the tpn fluid bag or the other tubing.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported there are black flecks localized to the filter, and returned one used sample of material 20027e, lot 25019338. Upon initial visual examination, the set verified the complaint, and no other black flecks were found in the rest of the set. There are many black flecks in the filter. The supplier of the filter component was contacted about the failure and confirmed this issue. The amount of black flecks in the filter surpassed their threshold for acceptable embedded particles, and the issue was verified as a defect. The embedded black flecks are only cosmetic, and do not affect the function of the device. They are caused by a by-product of the molding process, where charred material from the resin heating can manifest into the component. The issue will continue to be monitored and quality checks are in place to catch and address any functional issues in the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.